Event description:
The complainant had an impella 5.5 lose placement signal on day two of support. There was no harm or injury from the sensor failure, and the pump remained on for support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Analysis: on (B)(6), rlfs logs show that the rt logs indicate oscillating contrast with snr dropping to near zero with unreliable placement signal. Imc logs note the placement signal not reliable alarm coinciding with the optical signals going awry. At preventative maintenance on (B)(6) 2023, the lamp, 2450-0038, was replaced due to failed pm spec. Root cause: the cause of the optical signal issue was most likely the lamp malfunctioning as confirmed by the component replacement at the subsequent pm. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.